Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported conflicting sars results for 1 consumer. The consumer reported that they have tested with quickvue sars otc numerous times over the previous 2 months having felt both symptomatic and asymptomatic. It was reported that the consumer mostly tested positive but also received 2 negative results. The consumer was not able to provide the total quantity of tests that had been performed. A report will be filed for each of the negative results (report 2 of 2).